Event description:
It was reported that this lead was surgically abandoned for what appeared to be a product performance anomaly. Other than the intervention no additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.